Event description:
It was reported that during a photo selective vaporization of the prostate, the fiber forward fired from the tip. It was noted that the fiber tip was not cleaned during the procedure. The procedure was completed with a second fiber without patient complications.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes based on analysis results, that the reported forward firing is confirmed as analysis identified a distal circumferential fracture. A distal circumferential fracture has the potential for forward firing. It is probable that the identified debris adhesion on the metal cap contributed to elevated temperature at the laser beam output window leading to the circumferential fracture. According to the instructions for use (IFU), increasing the irrigation flow through a pressurized saline bag (set to 250 mmhg 300 mmhg) will further increase the liquid cooling effect and may reduce fiber tip damage. Although analysis also identified devitrification at the fiber tip, please note that devitrification is a normal degradation of the fiber that occurs through normal use. It is the result of heat accumulation at the fiber tip causing the glass at the firing window to crystallize. Device history record review: the device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis revealed that the glass cap exhibited a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. The fiber proximal to the fracture can rotate independently of the metal cap. The glass cap exhibited mild devitrification at output window. The metal cap exhibited mild charred detritus adhesion on its surface, indicative of tissue contact the connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. The fiber was functionally tested with the helium-neon (hene) laser fixture. The testing conducted showed that the aiming beam was at the output window and there were no signs of additional breakages. Labeling review: the device instructions for use (IFU) was reviewed. The IFU state: connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Investigation conclusion: the observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted distal circumferential fracture. IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photoselective vaporization of the prostate, the fiber forward fired from the tip. It was noted that the fiber tip was not cleaned during the procedure. The procedure was completed with a second fiber without patient complications.